Event description:
The customer alleged their c701 analyzer began to show power and temperature alarms. After three restarts, the analyzer was working well. The next day, the alarms began appearing again and it was not possible for the customer to process patient samples. The first alarm appeared after ten minutes of working. The analyzer stopped and reagent and incubator bath temperatures increased. The field service representative went on site. He exchanged the fuse printed circuit board and the temp-c8k printed circuit board, but the problem was still present. During further troubleshooting, the field service representative checked the pressure sensor. He found that water had slowly leaked from the pressure sensor onto the clot sensor and the connector was burned. No one was affected or injured by this event. A root cause could not be determined. The defective clot sensor was discarded and further investigation was not possible. The instrument is now working fine. The specific date of this event was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).